Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on 8/28/2017 stating that noted noise, atrial intrinsic amplitude was out of range since (B)(6) and the atrial sensitivity down to 0.15 mv. The atrial impedance was normal but slightly increased since implanted. No physician or hospital known. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).